Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line/set) on the home choice device during dwell three of five of peritoneal dialysis therapy. The hp was connected at the time at the time of the alarm. Troubleshooting determined that the cause of the alarm was due to an open clamp on an unused supply line. There was also no cap on the end of this supply line. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The tsr advised the hp complete therapy using manual supplies or to use all new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line was reported and is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.